Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that the inner tubing of the lead was kinked/buckled. Upon visual inspection, it was noted that the lead had been stretched. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the leads screw had been checked prior to implant. During the implant, the screw passivelt "came out" and was withdrawn. On a second attempt the screw again spontaneously "unscrewed". The lead was not implanted. No patient complications have been reported as a result of this event.